Event description:
It was reported that the device was used during a colecystectomy, the handles would not close in the middle of the operation. No consequences to the pt. One device returning.

Manufacturer narrative:
Eval summary: the analysis results confirmed that device was returned for analysis. The handles closed without any difficulties noted however, the anti backup was noted to be nonfunctional. The jaw crimp was observed to be damaged, therefore the top jaw became detached from the device. The device was disassembled to examine the condition of the internal components and the cam was noted to be broken and the kick off spring was bent.